Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on an unknown date. During the procedure, the blade of the device would not properly cut. The mdu was bogging down and not working efficiently with the lights flashing. The case was completed using the device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.